Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and a33 alarmed during prime test due to loose protruded drive support disk noted. The insulin pump passed displacement test and rewind test. The insulin pump had cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone call that the customer is having issues with the insulin pump. Customer's mother reported a compromised force sensor system alarm after rewinding the device and placing the reservoir back in. Troubleshooting for the compromised force sensor system alarm was performed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.